Manufacturer narrative:
Only a portion of the lead was returned for analysis, which did not reveal any anomalies. The exact cause of the high lead impedance is unknown.

Event description:
It was indicated in a review of programming history of a patient's programming history that there was high lead impedance from 2002 through 2003, which was resolved on or before 2004. It is unknown at this time, what caused or may have contributed to the high lead impedance. It is unknown what resolved the high lead impedance. Device was returned to manufacturer following explant of lead and generator, due to lack of efficacy. Product analysis resulted in no observed anomalies on the portion of the lead returned. Three sets of setscrew marks were seen in each connector pin, thus providing evidence the proper contact between the setscrew and the lead pin existed at least once. Product analysis of generator resulted in no observed anomalies and device performed within specifications. Good faith attempts to obtain additional information have been unsuccessful to date.